Manufacturer narrative:
Investigation of the returned device: the device is returned incomplete; the whole esophagus flange of the prosthesis is torn away. The blue ring inside the valve is deformed, but still safely attached to the waist of the prosthesis. One part of the fraction surface is jagged and one part is smooth. The valve flap and the jagged part of the fraction surface is covered in biofilm indicating that the fracture has been present during use. The lack of biofilm on the smooth part of the rupture surface indicates that the esophagus flange was torn completely loose during removal. Conclusion: no indication of product fault is found. Most likely, the wrong method was used during insertion or during reloading. This resulted in abnormal stress to material and components which caused the rupture. The conclusion is based on the severe damages of the blue ring and how the biofilm has grown on fraction surfaces. The clinician should be instructed to read the IFU to secure a proper handling when inserting the prosthesis. The clinician may also need additional training.

Event description:
This is the information that has been received from atos medical local representative in (B)(6): a clinician found that there was no the esophagus flange on the prosthesis when it was removed. The clinician and patient don't know where the esophagus flange is. It probably fell into the esophagus since the patient status is unaffected. The prosthesis has been used for 14 weeks. A granulation tissue around the te-puncture in the esophageal side has formed. The patient could not speak just before the replacement. After replacement it was possible but still hard to speak. The lot number is unknown.